Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned to animas and investigated on (B)(4) 2011. Evaluation confirmed that the buttons were not activating desired pump functions when pressed. No damage was found to the display screen. A test display screen was used and the buttons were still not activating pump functions. There were alarms related to corrupted software in the pump history. When the software was reloaded there were no issues found and the pump was responding to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the ok button is not responding.